Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, this right atrial (ra) lead was tested with a pacing system analyzer and exhibited high pacing threshold measurements and loss of capture. Additional surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.